Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer's blood glucose was 320 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was unable to prime during prime test. The insulin pump alarmed prime during the basic occlusion test due to loose/protruded drive support disk. The insulin pump had minor scratches on lcd window, cracked near display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.